Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low vacuum" alarm, after reset the iabp, the unit generated an "electrical test fails code # 52 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found a code # 52 in the fault log, k6 defective. He replaced the drive manifold assembly (B)(4). The company representative performed a complete factory calibration and functional checkout of the unit. And returned the pump to the customer. (B)(4).